Manufacturer narrative:
Product ID 3889-28, lot# va0ahbp, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s ¿interstim¿ was working pretty well until the ¿past week.¿ the patient noted that she had been increasing stimulation from the start and if she increased too much it was uncomfortable. The patient stated that she felt stimulation like a ¿stitch,¿ but she was not getting relief. The patient noted that she had a trip and fall while going up the stairs on (B)(6) 2013, but was having problems with symptom relief before the fall. The patient had a loss of therapeutic effect. Additional information was requested, but was not available as of the date of this report.